Event description:
A (B)(6) male with a fractured mdt 6949 fidelis lead. Md was unable to get a stylet down to retract the screw, so he cut the lead and tied several 0 ethibond sutures around the lead as a traction platform. He then used a 14fr glidelight to remove the lead. Lasing in the clavicle "took a little bit longer than usual. Past the clavicle the laser progressed smoothly and lead freed." Md did not blame the laser sheath for the patient's injury. The injury to the scv was not noted during the procedure. There was a considerable amount of blood coming from the pocket and once the lead was removed, the pressure dropped. Immediately, blood was given. The cvs performed a pericardial window and there was no blood in the heart or in the pericardium. The patient was pronounced dead and the patient's family declined an autopsy. The md believes there was a subclavian tear and didn't realize how much blood was lost. He also believes that the patient had cad that was undiagnosed since he wouldn't temporary pace.

Manufacturer narrative:
Device disposed of after use.